Manufacturer narrative:
Kühn, a. L. Et al. (2017). Use of self-expanding stents for better intracranial flow diverter wall apposition. Interventional neuroradiology, 23(2), 129-136. The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the photos provided in the article, the report of pipeline failure to open was confirmed. The device was not returned for analysis, therefore the event cause could not be conclusively determined. All products are 100% inspected for damages and irregularities during manufacture. It is possible that the patient¿s vessel anatomy may have been tortuous which may have led to the reported issue. Per our instructions for use (IFU): ¿do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ mdrs related to this article: 2029214-2017-00556, 2029214-2017-00557, 2029214-2017-00558, 2029214-2017-00559, 2029214-2017-00560.

Event description:
Medtronic literature review found a report of pipeline incomplete opening during a procedure. The patient was undergoing treatment for a large, extradural aneurysm in the right, cavernous internal carotid artery (ica.) The aneurysm measured 18mmx14mmx14mm with a neck width of 5mm. The article states that the pipeline device was placed over the aneurysm neck. Flow stagnation was observed within the aneurysm, but the article states that there was malapposition at the distal aspect of the device. Balloon angioplasty was performed. Subsequent angiography images showed persistent malapposition. Another manufacturer¿s stent was deployed in a telescoping fashion partially within the pipeline device. The stent covered the aneurysm neck and extended beyond the distal end of the pipeline device resulting in appropriate vessel-wall apposition of the pipeline. Six-month follow-up angiography showed a patent pipeline with overlapping stent. There was complete obliteration of the aneurysm. One-year follow-up angiography demonstrated a patent ica without evidence of aneurysm recurrence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.